Event description:
It was reported that leakage occurred during use with a bd pegasus¿ safety closed IV catheter system. The following information was provided by the initial reporter, "it's noticed that flow occluded, which completely prevent fluidic fill in & out after connected with the infusion set and during bolus injection, it's noticed that prn broken (B)(6) 2019: goggle translation of the event: on august 12, when the nurse was receiving the infusion to the patient, she found that the infusion fluid did not drip, and the nurse used 10 ml physiological saline is pressing push injection, the retention needle connected to heparin cap burst, immediately suspend the infusion, replace the new intravenous retention needle after continuing the infusion."

Manufacturer narrative:
H.6 investigation:DHR a sample is not available for evaluation a review of the device history record revealed no irregularities during the manufacture of the reported lot # 9106999. Conclusion: without a sample, an absolute root cause for this incident cannot be determined 1pcs retain sample for 45 psi leakage test, no prn damage or leakage.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a bd pegasus¿ safety closed IV catheter system. The following information was provided by the initial reporter, "it's noticed that flow occluded, which completely prevent fluidic fill in & out after connected with the infusion set and during bolus injection, it's noticed that prn broke (B)(6) 2019: (B)(6) translation of the event: on (B)(6), when the nurse was receiving the infusion to the patient, she found that the infusion fluid did not drip, and the nurse used 10 ml physiological saline is pressing push injection, the retention needle connected to heparin cap burst, immediately suspend the infusion, replace the new intravenous retention needle after continuing the infusion."